Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The unit was not returned to the service center for evaluation. The cause of the reported event cannot be determined at this time. If additional information is received or the device is returned at a later this report will be supplemented accordingly.

Event description:
The service center was informed that during installation, the olympus representative connected the customer¿s monitor to the serial digital interface (sdi1) and the screen appeared black with no image displayed. The monitor was then connected to serial digital interface (sdi2) input and the image appeared without issue. There was no patient injury reported.